Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31290002l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a qdot micro and during ablation the patient experienced heart block that required a temporary pacemaker. It was reported by the caller that the d curve broke on a qdot micro after using it for some time, they couldn't deflect the d curve anymore. The qdot micro was replaced with a second qdot micro and the procedure continued. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported by that they are putting in a temporary pacer due to damage to the av node from the left ventricle. The type of injury is high grade av block. The medical intervention provided to the patient was a temporary pacer. The last known patient status is stable, heart rate is 60 and they're being temporarily paced. What led to the discovery of the event was a dropped beat while on ablation. The replacement/second qdot micro is believed to be involved with the adverse event.